Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that prior to a surgical procedure at the user facility that the device was running by itself. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event. Additionally, it was reported that the procedure was completed successfully.

Event description:
It was reported that prior to a surgical procedure at the user facility that the device was running by itself. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event. Additionally, it was reported that the procedure was completed successfully.